Event description:
The customer reported that a white film was found on the lens. The customer also reported that a stryker rep was on site and had informed her that this often occurs after processing in the nx. The stryker rep advised them to wipe with alcohol before use on patients. Customer confirmed that they do wipe the film off in the sterile field and were used on patients. There have not been any injuries or complications. She also stated that she believes that the issue could not be related to their excessive use of endozyme. They have done this practice even before having nx in their facility and never had white film on the scopes. She confirmed that they rinse thoroughly. She stated that the doctors cannot see a clear picture but wiping with alcohol before use seems to work. An asp clinical educator consultant (cec) contacted the customer.

Manufacturer narrative:
Other - the cec talked with the customer and she confirmed that they are following correct steps. Enzymatics are not being used on the sterile field or in the basin for decontaminating instruments in the or. They are brought to decontamination and then a "measured" amount of enzymatic is being used and then rinsed. They have not changed their practice, no new people, no new enzymatic, etc. They are also going to start using an alcohol wipe on the lens prior to putting it thru sterrad sterilization. Asp product complaints department provided customer documents of cleaning procedures.